Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Rv impedance has been varying between 1350 ohms and 500 ohms since (B)(6) 2015. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was scheduled for a replacement due to high sensing integrity counter (sic) and fluctuating lead impedance. During the procedure before explant, the lead was checked with the analyzer and showed stable lead impedances. However, when it was connected back to the device, it showed fluctuating impedance again and oversensing as well. The physician decided to explant and replace the device as well. No patient complications have been reported as a result of this event.